Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1182. It was reported, the pt ws not receiving effective stimulation. The pt was scheduled for a paddle revision on (B)(6) 2013, but upon placing the pt on the table, he began having cardiac issues. This occurred prior to prep and the procedure had not yet begun. The procedure was aborted and the pt was admitted to ICU. Follow up info identified the pt is doing better and underwent revision surgery on (B)(6) 2013 where his leads were replaced with a new lead.